Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (15mg/ml and 8.2mg/day) and dilaudid (10mg/ml at 5.47mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient was recently (relative to (B)(6) 2018) in the hospital and started having an increase in pain when he was there. When the pump was read, it showed a code 302 for a 59 minutes time difference. It was likely due to daylight saving time so the pump was still about 1 hour off and would be reset to the current time when updated. The patient had 2 stall and recovery logs that matched to an MRI and an mra (magnetic resonance angiography) when the patient was in the hospital. The event date was in (B)(6) 2018. It was unknown if the symptoms were drug related. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that, regarding the 302 code, there was no issue with the device, per the office manager. The cause was not determined. The office did not have the logs for the motor stalls. The length of the stalls was unable to be determined. There were no further complications reported at this time.